Event description:
Device malfunction: unk. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a femoral artery after an unspecified procedure. Reportedly, "the device was defective". The device performance issue could not be clarified. The device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.